Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the pod's pink slide did not move forward indicating a needle mechanism failure. The blood glucose levels reached over 270 mg/dl while wearing the pod between 36 and 48 hours. The patient tried to do a correction and fasted but blood glucose would not go down.